Event description:
It was reported that, at an emergency room (ER) visit, this implantable cardioverter defibrillator (ICD) was discovered by the health care professional (hcp) to have recorded multiple delivered episodes of anti-tachycardia pacing (atp) and inappropriate shock therapies due to possible atrial fibrillation (af) with rapid ventricular response (rvr) rhythms. The hcp requested technical services (ts) to review the data. Ts analysis showed that the rhythm in the events appeared to be atrial driven. The shocks delivered only altered but did not terminate the tachycardia as therapy was exhausted, but the rhythm remained. It was noted that the atrial arrythmia was resolved with medical therapy at the ER. Ts recommended an electrophysiologist (ep) follow up consult for decision on the atrial rhythm. No additional patient effects were reported. This device remains in service.

Event description:
It was reported that, at an emergency room (ER) visit, this implantable cardioverter defibrillator (ICD) was discovered by the health care professional (hcp) to have recorded multiple delivered episodes of anti-tachycardia pacing (atp) and inappropriate shock therapies due to possible atrial fibrillation (af) with rapid ventricular response (rvr) rhythms. The hcp requested technical services (ts) to review the data. Ts analysis showed that the rhythm in the events appeared to be atrial driven. The shocks delivered only altered but did not terminate the tachycardia as therapy was exhausted, but the rhythm remained. It was noted that the atrial arrythmia was resolved with medical therapy at the ER. Ts recommended an electrophysiologist (ep) follow up consult for decision on the atrial rhythm. No additional patient effects were reported. This device remains in service. Subsequent additional information was received that reported that during a hospital visit, the health care professional (hcp) called technical services (ts) for further review of the implantable cardioverter defibrillator (ICD) presenting electrogram (egm). It was noted that the patient experienced symptoms prior to the shock. Upon review, the presenting egm showed that the patient was in an atrial driven rhythm with rapid ventricular response (rvr). Inappropriate anti-tachycardia pacing (atp) and shocks were delivered. The rhythm was terminated. Ts recommended an electrophysiologist (ep) follow up consult for decision on the atrial rhythm. No additional patient effects were reported. This device remains in service.